Event description:
It was reported that, "during the tka, the surgeon was inserting the ps tibial insert trial (5532-t-411) onto the baseplate, it was broken. The surgeon removed a fragment of it and used a spare insert trial instead of it. Additionally, the surgeon could not combine the ps tibial insert trial (5532-t-409) onto the baseplate because it was too tight."

Manufacturer narrative:
Method: review of device history, complaint history database. Evaluation summary: visual inspection indicated that the devices were returned in used condition with visual discrepancies attributed to frequent usage. Damage to the underside locking profiles was observed, with radel pieces fractured off completely from the posterior side of the trials. The damage was likely from impingement between the insert trial and tibial template/headed pins during primary trialing. The device manufacturing history record for the reported lot of trials indicates that devices were manufactured and accepted into final stock with no reported discrepancies. The investigation concluded that this event is related to a trend of similar events where triathlon tibial insert trials fracture, fragment or crack when seating on the tibial templates due to interference with the headed pins fixating the template to the tibia. A design non-conformance was observed. This is the same pt/event as MFR # 2249697-2010-01645.